Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (gouged/nicked) and the device has been fractured into 2 pieces. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed with product return. The device has a potential field age of over 8 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, when the surgeon was impacting the final implant, the cr impactor pad split in two. No pieces fell into the patient. No patient harm reported.